Manufacturer narrative:
No sample was returned, and no photos were provided. The reported complaint could not be verified. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1: (B)(6). H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that: a colleague changes the infusion bag daily. As she opened the bag, it could be seen that it is still full. According to the pump there should only be 7,8 ml left in the bag, so it worked as it should. After disconnection from patient the practician tested the pump and the infusion set. It is observed that the cadd pump runs as it should and tries to fill the hose, but the liquid just flows forward and back in the hose and won't come out. There was patient involvement and no human harm.